Manufacturer narrative:
The device was discarded. The lot number was not provided, therefore, a lot review cannot be performed.

Event description:
The exact date of the event is unknown. The reporter stated that the problem occurred multiple times between (B)(6) 2020, the spiros closed male luer is disconnecting and leaking chemotherapy. The leak occurred when the spiros became detached from the alaris tubing, distal to the pump, no filter. There was no blood loss or bleed back. The tubing was replaced and therapy resumed. There was patient involvement but no report of an adverse event or harm. This is report 4 of 7.